Event description:
It was reported that while using bd bactec¿ fx40 instrument 2 false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there are two samples that are negative in the device and are being measured by the host system."

Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received that the customer issue was not a false negative result. The customer's issue was a measurement system failure and only required a restart of the pc. This is not a reportable issue.

Manufacturer narrative:
Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Event description:
It was reported that while using bd bactec¿ fx40 instrument 2 false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there are two samples that are negative in the device and are being measured by the host system."